Event description:
In 2005 the lay user/pt's family member contacted lifescan (lfs) alleging that his one touch profile meter was not functioning. Medical affairs specialist (mas) spoke to the family member the following day and obtained/verified the following info. Pt does not use the meter on a regular basis. He was unable to obtain a reading on the meter due to a "not ok" message. A couple of days ago, he fell and broke his arm and his family member took him to urgent care where he was treated for his arm and also given insulin. Family member does not recall what the blood glucose reading was in urgent care. Family member contacted lfs and spoke to a cca and the meter displayed a "not ok" message when blood was applied. Family member mentioned to mas that pt does not get enough blood on the test strip and has a difficult time and is confused when he uses the meter. Family member has pt living with them and will be taking care of him and testing his blood glucose on a regular basis. Pt is on insulin; however, family member does not know what type and how much. Family member will be speaking to the dr sometime today to get his diabetes regimen. Cca was unable to resolve the issue and sent the pt a replacement meter. This report is submitted because the pt could not obtain blood glucose values on the meter and received insulin treatment from hcp.